Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap gastric band - "the trocar broke internally, failed to work and several parts of it became intra-abdominal. These parts were recovered from the patient and are being sent back." Type of intervention- "recovered parts of trocar that had become intra abdominal." Patient status- no harm.

Manufacturer narrative:
Complete UDI number is not available as no lot number was provided by the customer. Investigation summary: the event unit was returned for evaluation along with a picture of a seal component fragment within the abdomen. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. The shield was found dislodged from the seal and was missing a small fragment. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.